Event description:
The customers had two sensation catheters where the pump has not been able to sense the fiber-optic cable and they had to hook up a conventional a-line as their pressure source. According to the rn in the cath lab, this happened with 2 different patients.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A device and lot history record review and trend evaluation was completed for the reported product. There were no nonconformances related to the event. This is for the first iab, reference (B)(4) for second iab. This is for the second iab, reference (B)(4), for first iab. Complaint # (B)(4).